Manufacturer narrative:
Customer mw # (B)(4). No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that an over-infusion of a bag of lasix occurred during troubleshooting of 6 ¿bolus-air-in-the-line alarms¿ on an intubated patient. The lasix (500mg/50ml), was expected to infuse at 4ml/hr. The internal hospital investigation found that the module door was open for 95 seconds during a ¿free flow alarm,¿ and concluded the user manually disengaged the tubing safety clamp resulting in unregulated flow of the medication. Biomed identified no issues with the event devices during testing. No apparent patient harm occurred as a result of the event, however it was stated that an audiology test was planned to conduct a hearing assessment after the patient was extubated. Received a copy of the customer's medwatch report which states, ¿describe the event or problem: nurse was infusing lasix 500mg/50ml at 4ml/hr. There were 6 "bolus air in the line alarms" in a short period of time. The next alarm showed a free flow alarm that lasted 95 seconds, bolusing the patient with the whole bag of lasix (all 500mg/50ml). Per biomed department, the free flow alarm is one you get when the door is open and the auto clamp is manually disengaged. The door and clamp is undamaged and in working order and was tested 5 times and it engaged the safety clamp every time. What occurred was the pump channel safety clamp was manually opened, allowing the free flow of lasix, which then set off the free flow alarm. Patient being monitored for ongoing hearing loss due to lasix being ototoxic. What was the original intended procedure? : lasix infusion at 4ml/hour¿